Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: superficial damage to the outer silicone jacket was confirmed. A specific cause for the damage could not be determined through this evaluation. The account reported that the patient underwent a routine heart transplant on (B)(6) 2023. No device-related issues were reported or identified during the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the driveline cut approximately 2¿ from the pump housing and the distal portion was returned measuring approximately 25¿. A glove tip was observed on the distal end of the 2¿ driveline segment. Of note, approximately 11" of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow and outflow graft) was returned attached to the pump¿s outlet port. The outflow graft bend relief was returned detached from the device. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii patient handbook, document 103885ja-jp, rev. D are currently available. Although no device-related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The fu, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. The ¿equipment storage and care¿ section, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The patient handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient underwent a routine heart transplant on (B)(6) 2023. No device-related issues were reported. (B)(6) was returned assembled with the driveline cut approximately 2¿ from the pump housing. A distal portion (including the metal connector) was returned measuring approximately 25¿. A fingertip portion of a glove was observed over the severed end of the 2¿ driveline segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned attached to the outlet elbow. The sealed outflow graft bend relief was returned but had been detached and removed from the outflow conduit. An additional segment of the sealed outflow graft material was also returned which was covered with a gortex-like wrap. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii patient handbook, rev. D are currently available. Although no device-related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Document fab, heartmate ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.